Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the pins inside the trunk cable connector were broken. The cause of the incoming test failure is the damaged connector pins. The root cause of the damaged pins is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the connector on a patient's electrode belt was damaged.